Manufacturer narrative:
Complaint (B)(4). Received 1rk 456018p/b231237p for evaluation. Received customer pictures. We have no further inventory of the material/batch. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations could be observed in the tested samples. The alleged malfunction could not be confirmed. Corrected and additional data : h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The customer provided photographs and reported the appearance of the tubes after centrifuging for 15 minutes. The customer advised 2 centrifuges were used: unico c80508 and unico c85608 both set to 3500 rpm for 15 minutes. The customer advised recommended IFU procedures were followed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.